Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular lead had high threshold within 10 days of implant. The impedance and sensing were noted to be stable. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.